Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lung biopsy laparoscopic procedure, the surgeon was able to squeeze the handle but the device did not fire. Functionality tests were performed to determine that the device did not fire. Another device was used to complete the case. There was no patient injury.